Event description:
The image guided biopsy needle was inserted into the brain. The user was unable to aspirate the device. The user removed the needle from the brain in order to inspect the needle. He found that the needle was blocked by a thin layer of expoxy. The user punctured through the epoxy so that the needle was no longer blocked. He reinserted the needle into the brain. He was able to aspirate successfully, there was no injury to the pt.